Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing on the right ventricular (rv) lead channel. Boston scientific technical services (ts) was contacted, and ts recommended programming a cross-chamber blanking period after atrial events as there was no blanking period at that time. The field representative informed that they planned to revise the rv lead. No adverse patient effects were reported.